Event description:
It was reported when using the bd microtainer® tubes with fe (sodium fluoride/disodium edta), an unspecified amount of tubes were clotting when animal heart blood was collected via a syringe and then transferred into the microtainer tubes. There was no impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Complaints for sample quality are under statistical control for the month of march 2024. If complaints for sample quality reach an action level, additional testing may be required. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported when using the bd microtainer® tubes with fe (sodium fluoride/disodium edta), an unspecified amount of tubes were clotting when animal heart blood was collected via a syringe and then transferred into the microtainer tubes. There was no impact or consequences reported.

Manufacturer narrative:
Unknown lot number medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.